Event description:
On (B)(6) 2016, a lumbar drain was inserted into a patient for a csf leak following a transsphenoidal debulking of a pituitary tumor. The plan was to have the drain for 4 days to aid sellar repair. During insertion at l4/5, a 20 cm piece of the catheter broke away and stayed back in the spinal canal. A new catheter was inserted at l3/4 and the patient has done well. A x-ray was done which showed the fragment in the spinal canal from the conus to l4/5. It was not clear if the break happened intradurally or if a portion of the tube is extradural. Patient injury was reported as unknown. Additional information received from the surgeon on (B)(6) 2016 with the following: the patient was diagnosed with a csf leak post removal of a large pituitary tumor via transsphenoidal approach. A lumbar drain was placed at l4/l5 by a resident physician. It was reported that at the time of catheter insertion, csf did drain. However, the catheter broke. The attending physician was informed and at that time, the piece of the broken catheter was left in the patient. Another lumbar drain was then placed at l3/l4 level and drained csf without any issues, and was kept in place in the patient for 3-4 days. The second drain was then removed and the patient was sent home. No reports of any complications at the time the 2nd catheter was removed. Before sending the patient home, a standing x-ray was taken: a 20 cm of the retained catheter was seen on the x-ray (length determined based on graphite markings). It was not clear whether the tip of the broken catheter was in the intrathecal space or in the epidural space. The patient was sent home without any neurological deficits. The physician will order a CT scan and will follow up with the patient this thursday (B)(6) 2016. Physician will then decide the course of action/treatment for the patient. To date, no additional information or updates has been received.

Manufacturer narrative:
Additional information received on 18apr2016: the patient had a CT scan that confirmed the tube in the intrathecal space. It was perched at the l3/4 space and appeared wholly intradural. Surgeon discussed with the patient and family the option of leaving it in or taking it out. The patient decided on having it explanted. This was done last (B)(6) without complication. The whole 20 cm of tube was removed and the patient was discharged home. No other information was provided.

Manufacturer narrative:
Integra has completed their internal investigation on 31may2016. The device was not returned and CT scan was not available to integra for the evaluation. No lot number was provided; hence, the device history records review could not be performed. The review of integra complaint tracking database since over 6 years reveals a (B)(4) complaint rate for fractured catheters. Over (B)(4) lumbar catheter accessory kits have been sold since 2010. Given the existing manufacturing controls and the history of complaints and sales, a manufacturing issue is unlikely. A possible cause of the catheter fracture is an accidental damage by the tuohy needle during the insertion procedure. The instructions for use specifically caution about the risk of damage of the catheter by the tuohy needle, and are deemed adequate. The exact root cause of the reported event could not be determined.